Event description:
During an ablation procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. It was reported that before putting the device in the body, it was noticed that the tip of the dilator was frayed. The sheath was replaced, and the procedure was completed without patient complications. The device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath was returned with the dilator still inserted and was removed to proceed with further analysis. The sheath was evaluated to be functional and able to deflect. Visual and microscopic inspection of the dilator tip confirmed the damaged dilator tip as the complaint summary noted.